Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The customer reports a pd pt developed peritonitis reportedly from leakage of the catheter due to pressure from constipation. A small tear was noticed at the level of the skin. Antibiotics were prescribed.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.